Event description:
It was reported to philips that the device passes its op check, however, the output will not exceed 140 joules and the device makes a crackling noise. There was no reported patient involvement.